Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that on (B)(6) 2006, the patient had contigen implanted. It was reported that the patient underwent mesh revision on (B)(6) 2006, partial mesh explant on (B)(6) 2011, and mesh revision on (B)(6) 2012. It was reported that the patient underwent a procedure for hysterectomy and repair of vagina and bladder on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of repair of cystocele, repair of rectocele, cystoscopy and cystotomy. It was reported that patient had transobturator urethropexy, cystoscopy on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced persistent grade 3 urinary stress incontinence, recurrent urinary tract infections, recurrent vaginal bleeding, and hematuria. It was also reported that patient underwent cystourethroscopy, urethral dilatation, vaginoscopy, and bimanual examination on (B)(6) 2011.

Event description:
It was reported that following insertion the patient experienced persistent grade 3 urinary stress incontinence, recurrent urinary tract infections, recurrent vaginal bleeding, and hematuria. It was also reported that patient underwent cystourethroscopy, urethral dilatation, vaginoscopy, and bimanual examination on (B)(6) 2011.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary incontinence, extruding mesh, recurrent bleeding, dyspareunia and recurrent urinary tract infections.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, extruding mesh, recurrent bleeding, dyspareunia and recurrent urinary tract infections

Manufacturer narrative:
(B)(4). It was reported that patient underwent tvh, excision of mesh in anterior and posterior compartment, cystocele and vaginal repairs on (B)(6) 2012 due to stage 2 uterine prolapse and pelvic/vaginal pain. The patient underwent partial excision of vaginal mesh, debridement and irrigation of vaginal wound, closure of vaginal cuff, perineorrhaphy, and cystourethroscopy on (B)(6) 201. On (B)(6) 2012 the patient underwent posterior colporrhaphy, perineorrhaphy and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic pain, urinary frequency, urgency, leakage, and nocturia.

Event description:
It was reported that following insertion the patient experienced pelvic pain, urinary frequency, urgency, leakage, and nocturia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02187. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat pelvic organ prolapse and stress urinary incontinence and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.